Manufacturer narrative:
The patient is reported to be over 18 years of age.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient did experience some urinary tract infection (uti) symptoms during her post-operative visit. However, the uti symptoms were not related to the obtryx sling. The patient also experienced some pelvic pain in (B)(6) 2012. The doctor again stated that the pelvic pain was not in relation to the obtryx sling. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.